Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. Reportedly, speaker holes on the back of the pump was obstructed and issue was resolved after removing obstruction and cleaning the spear holes.